Event description:
With the pt in the room, but prior to any surgery, the operating room staff found the protective ring of the surgical cupola was in its upper position. This left the cupola unsecured. The users re-positioned the sleeve, and completed the procedure. No injuries were reported. (B)(4).

Manufacturer narrative:
A maquet field svc tech (fst) visited the facility and evaluated the device. He discovered the retaining screw which secures the protective ring missing. Maquet was unable to determine the root cause for the missing screw. However, as a precaution, the maquet fst repaired the light, and inspected the other 12 maquet lights in the facility; no further instances of incorrectly mounted rings were found. Exemption number (B)(4). Maquet medical systems USA submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.